Event description:
Treatment of a small unruptured amorphous aneurysm measuring approximately 6mm x 4mm located in the ophthalmic segment of the right ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported that the first 10mm of the first pipeline (4.00mm x 25mm) opened up without issues, but then the rest of the device could not be opened. The device could not be opened using deployment techniques and was removed from the patient. A new pipeline (4.00mm x 20mm) was implanted without issues. Post angiogram showed slow flow into the aneurysm. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).